Event description:
In a right renal in-stent restenosed lesion (non-indicated for use), the cutting balloon was initially inflated to 6 atm for 10 seconds and then to 10 atm for 13 seconds on the second inflation. Upon attempting to remove the cutting balloon, it was reported that the device became lodged in the stent and came apart. The retained portion was successfully removed with a snare. It was reported that there were no known pt injuries.